Event description:
It was reported that since implant, the pt has experienced pain at the implant site. The pt saw a healthcare provider and an x-ray confirmed that the neurostimulator had flipped on its side. Her leads are bulging out and she would like to have her device removed. Additional info has been requested.